Event description:
It was reported that during a da vinci-assisted surgical procedure, when the system was powered on for system setup the surgeon's right arm would not move and would get a recoverable fault. The customer attempted to recover the fault and performed multiple power cycles to no avail. The customer aborted the case to another xi da-vinci. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to have error 23008 indicating pot to encoder issue. The unit was installed on an in-house system and the error occurred at start-up. Based on the results the roll encoder magnet and mount will be replaced to resolve the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the roll encoder magnet and mount within the mtm.

Event description:
Refer to h11 for follow-up information.